Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was to be used to deliver an unspecified solution. The customer contact reported that after starting an IV access, the tubing set was connected to the IV catheter and was flushed with an unspecified solution. At this time, the nurse noted "a small amount" of blood leaked from the connection. The customer contact reported that the tubing set male luer adapter appeared to be cracked. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.